Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 445-598 mg/dl) and insulin injections were administered to address bg. Customer alleged the pump was not delivering insulin properly. Tandem technical support (cts) reviewed pump history with the customer and no occlusion alarms were found. Cts educated the customer on how to inspect the infusion set cannula for damage. Recommendation was made for customer to discuss event with a healthcare provider.